Manufacturer narrative:
(B)(4). The follow-up report is being submitted to relay additional information. Upon reassessment of the reported event, it was determined to not be reportable. The reported device did not cause or contribute to the event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Event date - 2017. Concomitant medical products: unknown, unknown bearing, unknown, unknown, unknown tibial, unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 02795, 0001822565 - 2018 - 02794.

Event description:
It was reported that a patient underwent an initial left patellofemoral arthroplasty procedure. Subsequently, the patient was revised due to pain, instability, and bone on bone problem on left knee.

Manufacturer narrative:
There was no product returned therefore, visual and dimensional evaluations could not be performed. Reported event was unable to be confirmed due to limited information received from the customer. A definitive root cause cannot be determined with the limited information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.